Manufacturer narrative:
The fse confirmed the reported problem. He replaced the backup battery, performance verification test passed.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The manufacturer¿s field service engineer (fse) reported while servicing the ventilator, the backup battery test failed. There was no patient involvement.